Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. In addition, the following non-reportable malfunctions were found, during the device evaluation: old software version 3.01. Recommended to update to version 4.10.. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over nine (9) years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that no image was displayed, due to the failure of the patient board.   Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that no image was due to a faulty patient board set. Additional issues were identified during the device evaluation were worn out video connector latch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center front socket clip had no recoil. It is unknown when the issue was found. There were no reports of patient harm. The device was returned and during the device evaluation the following reportable malfunction was found. No image was found due to a faulty patient board set. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.